Event description:
It was reported that a lead safety switch (lss) was triggered due to this right ventricular (rv) lead exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). Upon review, ts confirmed the rv lead pacing impedances had gradually been increasing and measured greater than 2000 ohms. Ts discussed troubleshooting options with the hcp and recommended further testing to evaluate the lead. At this time, the rv lead remains in service. No adverse patient effects were reported.